Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer called in to report to olympus, the high definition lcd monitor experienced frayed cables causing the image to flicker off. It was unknown when the event took place. There was no report of patient or user harm associated with the event.this medwatch report is being submitted to capture this reportable malfunction of the no image issue.